Event description:
In preparation for a us guided renal cryoablation case, the system was set up and tested and seemed to be fine. The tumor was measured to be approx 3, 5 cm. Four iceseed needles were placed in the tumor, and the freezing process was started. The temperature started to decrease slowly. After some time, the doctors complained about that the freezing was too slow. As an indication, the temperature was only going down to - 8 c in 15-20 minutes, and the doctors couldn't see a big iceball on the ultrasound as they are used to. The distributor checked everything the gas, tested needles from another badge in group 5. Nothing was wrong. The physicians tried to thaw for a minute to "flush" any blockage. The distributor also changed the machine from seednet to precise, to rule it out. Nothing seemed to help, and the freezing was not sufficient enough compared to the doctor's expectations. It all ended by stopping the procedure and decide to repeat the procedure in a month time. The distributor tested both machines afterwards, with the same needles which were used for the pt. In both cases, it was able to build up an ice ball of about 40 mm in diameter, within 5 minutes of freezing, with the 4 needles in a square 5-10mm distance.